Event description:
It was reported that a spectrum iq infusion pump was allowing too much air through when checking the air-in-line test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "allowing too much air through when checking the air-in-line test" was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was undetermined however, the upstream sensor will be replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.